Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 result of investigation: vyaire medical was unable to verify the customer's reported issue. The suspect device/component passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.device evaluation: g3, g6, h2, h6 and h10 result of investigation: vyaire medical was unable to reproduce the customer's reported issue. The unit was running fine for 48 hours. The suspect device/component passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Log files were provided. So far, no technical error found aside from alarm 258 - ""disconnection exhalation valve."" Trending data and exact time stamp when the issue occurred were requested. No root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 suddenly stopped delivering flow with no alarm. The connected patient desaturated, and the end user immediately replaced the device. Manual ventilation was provided until replacement. It was also reported that the etco2 (end-tidal carbon dioxide) values were unreliable despite calibration and the correct positioning of the co2 sensor.